Event description:
It was reported that the right ventricular lead was discovered to be dislodged on (B)(6) 2017. During a lead revision procedure, the physician had difficulty extending the lead after retracting the lead. The lead was explanted and replaced on (B)(6) 2017. The patient was asymptomatic and stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.